Event description:
It was reported that prior to the start of a da vinci-assisted ventral hernia ipom surgical procedure, the customer observed an error on universal surgical manipulator (usm) 1 while setting up for the procedure. The technical service engineer (tse) reviewed the system logs and confirmed motor axis messages and motor encoder faults reported by the usm 1 axes controller spar (acs). The customer recovered from the fault and the fault did not recur on the third power cycle. The customer continued to prepare for the procedure. The tse advised the customer that they could disable the arm and recover from the fault if the error recurs. The customer called back and reported the error returned on usm 1. The customer reported that the surgeon disabled usm 1 and continued with the procedure. The customer was informed that usm 1 would remain disabled until the following power cycle. The procedure was continuing with no reported injury. An attempt has been made to obtain additional information from the customer concerning the reported event with no success.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse replaced universal surgical manipulator (usm) 1 to resolve the issue. The system was tested and verified as ready for use. Isi received the usm involved with this complaint and completed the device evaluation. Failure analysis investigation confirmed the communication errors on the usm. The usm failed normal mode with a communication error. The usm was also tested on a testing platform and passed the lissajous, sine cycle, and brake tests, but failed the fiber test. After further investigation, the parallelogram fiber was swapped with a new one and the error no longer occurred. The original parallelogram fiber was reconnected and the errors returned. A review of the procedure log showed a ventral hernia ipom procedure was performed on (B)(6) 2022 on system sk1407. A review of the site's system logs for the reported procedure date was conducted by tse during the troubleshooting call. Investigation revealed multiple system errors potentially related to the reported issue. This complaint is considered a reportable event due to the following conclusion: a usm was disabled and the surgeon was able to continue with the procedure robotically using 3 arms. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. System unavailability after start of a surgical procedure could lead to the procedure to be converted/aborted and may lead to an injury due to the patient's inability to tolerate a conversion/abortion. .